Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results regarding your complaint that unidentified reliability issues when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate flow issues complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. There are no current trends against reliability issues. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported during a customer survey respose regarding testing for sars cov-2 the customer was concerned about the reliability of the test. They did not clarify the issue. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. Eua#: (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported during a customer survey response regarding testing for sars cov-2 the customer was concerned about the reliability of the test. They did not clarify the issue. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. Eua#: (B)(4).